Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a connection issue with the homechoice cassette. The caregiver reported during setup, the cassette ¿had spike connections and did not work with the solution connection¿. As a result of the connection issue, pd therapy was not performed. The patient outcome was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.